Event description:
Customer reported via phone call that the insulin pump alarmed button error. The customer removed and reinserted the battery and received the alarm again. Blood glucose value was 127 mg/dl. The customer stated that the insulin pump was on his hip and it got squished. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor during rewind due to corroded motor home switch. The insulin pump also has intermittent button response due to moisture damage on the keypad traces. Unable to perform displacement test due to motor error alarm. No button error alarm noted. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.